Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was found in backup vvi mode. The cause of the backup mode was a magnetic resonance imaging scan performed without programming. The issue was resolved after a software was downloaded. Additional programming changes were made. No patient symptoms were detected.